Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. Blood glucose values were not reported. Troubleshooting was performed and the insulin pump failed the high pressure test. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.